Event description:
Boston scientific received information that this patient passed away. The cause of death was not known. The field representative was looking at the arrhythmia logbook and had questions regarding why there were gaps in numbers indicating skipped episodes. Boston scientific technical services (ts) discussed this was most likely due to non-sustained ventricular tachycardia (nsvt) which would be expected operation. One week later, the field representative contacted ts again to discuss that the physician suspects the device contributed to the patient's death since the autopsy results were negative and did not show a specific cause of death. The physician believes boston scientific algorithms, detection methods, or programming may lead to inappropriate delays in shock therapy for ventricular fibrillation (vf), which in turn causes the tissue to become ischemic, increasing the likelihood that the vf will continue and subsequent shocks will be less effective. The physician requested a detailed analysis of the episodes recorded on the date of death with particular attention paid to the first and last episodes as the physician believes that the time to shock therapy following failed treatment with anti-tachycardia pacing (atp) in the vf zone is too long. The physician was also questioning our sensing methods, indicating that while the rate/sense channel may show ventricular beats slower than the vf zone, the far field electrogram clearly shows vf. In one episode the physician notes where markers are showing a mix of vs, vt and vf yet the shock channel shows vf throughout the episode.

Manufacturer narrative:
(B)(4). Upon further review of the missing episode mentioned in the complaint, ts confirmed the episode was overwritten by the device. Since the device did not have the most current software installed, this may have caused the device to retain the overwritten episode. This is not indicative of a malfunction of the device. The medical examiner returned the device and included was a letter requesting analysis and an investigational report which documents the patient's medical history of coronary artery disease with idiopathic cardiomyopathy and chronic obstructive pulmonary disease. The patient had complained of pain and swelling in his leg the night before he passed. No further information was provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A review of the device memory log found no irregularities. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The device memory was reviewed by boston scientific technical services (ts). All diagnostics appeared normal with varying r-wave amplitudes between 0.3-19.0 mv. Since the device last reset in (B)(6) 2011, there were a total of (B)(4). The device was programmed with two vt zones. The vf zone was programmed to a 200 bpm rate cut off with atp (quick convert on) and shocks ((B)(4)). The vt zone was programmed with a 190 bpm rate cut off with atp (burst) and shocks ((B)(4)). The agc setting was programmed to 0.6 mv. The first episode on the date of death lasted 50 seconds. The ventricular sensed markers appeared to be 1:1 with r-waves on the rate/sense channel. Immediately prior to the end of the charge there were 2 under-sensed beats, based on the decay rate of the agc. Undersensing did not impact time to shock and the shock converted the patient. The last episode on the date of death lasted 57 seconds. The ventricular sensed markers were 1:1 with the r-waves on the rate/sense channel. The rate varied from below the vt zone rate cut off all the way into the vf zone. There was at least a 22 second onset before the device could declare an episode, due to the inability to satisfy detection. After declaring an episode, the rate varied widely. There was a 14 second duration between declaring onset and delivering therapy. Atp therapy was delivered and converted the patient. Ts determined that based on this assessment, the device functioned appropriately per normal design specifications.

Event description:
--

Event description:
--

Manufacturer narrative:
(B)(4).